Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-6480 serial/batch number (B)(6) was received for investigation. Functional testing found that the device makes a loud sound during testing. After being running for 22 mins the pressure fault. Visual evaluation found signs of wear. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 5/23/2023, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy pump was getting intermittent pressure alarms. This was discovered during an unspecified procedure, with no patient harm.